Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Then observed a broken sharp in the patch shell bond edge assessed as unidentified (tear) opening (shell thickness was within specification) and observed an opening striated assessed as to surgical damage. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported no complaint against the left device. Device was explanted. Healthcare professional later reported left side "rupture."

Event description:
Patient reported no complaint against the left device. Device was explanted. Healthcare professional later reported left side "rupture.".

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.